Manufacturer narrative:
Device power up properly after battery installation. Unit passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device received with cracked case(battery tube), cracked case corner of belt clip rail corner and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump stop working. Customer¿s blood glucose was 188mg/dl. Customer stated that insulin pump had crack at left bottom part near reservoir compartment. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.